Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited erratic pace impedance measurements within normal limits and elevated pacing threshold measurements. The rv threshold measurement was 3.1v at the time of report. There was no evidence of noise or non-sustained ventricular tachycardia (nsvt). Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that during this right ventricular (rv) lead revision, the ra lead became dislodged. Subsequently ra was also surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited erratic pace impedance measurements within normal limits and elevated pacing threshold measurements. The rv threshold measurement was 3.1v at the time of report. There was no evidence of noise or non-sustained ventricular tachycardia (nsvt). Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.